Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual analysis of the lead indicated damage at implant.

Event description:
It was reported that during a scheduled right ventricular (rv) lead change-out procedure, the helix of the replacement rv lead would not extend after numerous turns. The physician attempted to rotate the helix counterclockwise; however, the helix would not retract. After multiple attempts to move the helix, the physician removed the lead and implanted a different rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.